Manufacturer narrative:
Manufacturing review: a lot history review was performed and it was determined that a device history record (DHR) was not required. Investigation review: the result of the investigation is inconclusive for the reported dislodgement issue. The sample was not returned for evaluation. Two images were provided for review. Both images appears to show a catheter device and an introducer sheath within an opaque plastic bag, the catheter appears to be a lifestream device without a stent present on the balloon but this cannot be confirmed . It cannot be established if the balloon had been inflated or not. The root cause could not be determined based upon the available information received from the field communications and images provided. It is unknown if patient factors (calcified tracking vessel), handling or procedural techniques contributed to the reported issue. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use.

Event description:
It was reported that during an angioplasty to treat right external iliac artery via inguinal access with calcified tracking vessel, the stent graft allegedly dislodged from the balloon upon reaching the lesion. Reportedly, the introducer was removed and opened to search for the dislodged stent graft, but nothing was found. It was further reported a new delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A photo was provided the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 11/2020). The catalog number identified in section has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510k number and pro code for the lifestream balloon expandable vascular covered stent products are identified.

Event description:
It was reported that during an angioplasty to treat right external iliac artery via inguinal access with calcified tracking vessel, the stent graft allegedly dislodged from the balloon upon reaching the lesion. Reportedly, the introducer was removed and opened to search for the dislodged stent graft, but nothing was found. It was further reported a new delivery system was used to complete the procedure. There was no reported patient injury.